Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was suspected of providing inappropriate anti-tachycardia pacing (atp) and delivering more than two inappropriate shocks for the patient's supraventricular tachycardia (svt). The therapy terminated the rhythm; however, the rhythm would then reinitiate. Technical services (ts) could not confirm whether the rhythm was svt or ventricular tachycardia (vt). No additional adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.